Event description:
The manufacturer received the following information from patient tracking department. Based on the information available, a memo 4d annuloplasty ring size 34 which was implanted in the patient on (B)(6) 2022, was explanted and replaced with another similar device (4dm-34) on (B)(6) 2023. No allegation of any device malfunction nor serious injury on the patient has been received from the site. No further information is available at this time.